Event description:
It was reported that the balloon burst. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was dilated once but it burst at 6atm. There was no remaining part of the balloon left inside the patient's body as it was successfully removed by directly withdrawing the balloon catheter. The procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified no tears in the balloon material. However, when the balloon was inspected microscopically, a pinhole was observed in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, liquid leaked out through the pinhole site, located over the proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues with the hypotube and shaft polymer extrusion. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. Received attached to the complaint was an 8 second cine clip from the procedure which captures a leak of contrast during inflation. Also received was a photo image of the hub manifold batch.

Event description:
It was reported that the balloon burst. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was dilated once but it burst at 6atm. There was no remaining part of the balloon left inside the patient's body it was successfully removed by directly withdrawing the balloon catheter. The procedure was completed with another of the same device. No complications reported and patient was stable. It was further reported that the 85% stenosed target lesion was in a mildly tortuous and mildly calcified artery.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified no tears in the balloon material. However, when the balloon was inspected microscopically, a pinhole was observed in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, liquid leaked out through the pinhole site, located over the proximal markerband. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues with the hypotube and shaft polymer extrusion. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. Received attached to the complaint was an 8 second cine clip from the procedure which captures a leak of contrast during inflation. Also received was a photo image of the hub manifold batch. Updated h6 evaluation conclusion code.

Event description:
It was reported that the balloon burst. The target lesion was located in the left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was dilated once but it burst at 6atm. There was no remaining part of the balloon left inside the patient's body it was successfully removed by directly withdrawing the balloon catheter. The procedure was completed with another of the same device. No complications reported and patient was stable. It was further reported that the 85% stenosed target lesion was in a mildly tortuous and mildly calcified artery.